Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stick occurred while performing venipuncture on a patient using a 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter. The employee followed blood borne pathogen (bbp) protocol.

Manufacturer narrative:
Investigation summary: bd had not received samples and/or photo from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected from in-house inventory and inspected for abnormalities, as well as safety shield function and no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode with the incident lot was not observed. Retention samples were tested and all specifications were met. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.